Manufacturer narrative:
(B)(4). The cannula was returned to the factory for evaluation. Evidence of clinical use and no evidence of blood were observed. A visual inspection did not identify any non-conformity. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted through the returned harvesting cannula without any observed difficulty. The cannula was evaluated five times for the scope's ability to fit inside the cannula bell. A reference hemopro 2 was inserted into the returned harvesting cannula as per the instructions given in the instructions for use (IFU). The harvesting tool was able to be inserted and retracted through the adaptor port of the harvesting cannula without any resistance which could be considered as abnormal. The cannula was evaluated five times for the harvesting tool's ability to insert and retract through the adaptor port of the harvesting cannula. A second investigator was able to insert and retract the endoscope and the harvesting tool with no difficulty. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope and tool were unable to pass through harvesting cannula . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope and tool were unable to pass through harvesting cannula . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope and tool were unable to pass through harvesting cannula . A replacement device was used to complete the procedure. The hospital did not report any patient effects.